Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit did not start. It was further reported that there was no pt involvement and the event occurred during a testing phase of the product.